Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and reservoir anomaly. Customer¿s blood glucose level was 410 mg/dl. Customer treated their high blood glucose levels via insulin pump. Troubleshooting for high blood glucose was performed. Customer advised the reservoir leaked and insulin spilled on themselves. Customer advised there was a needle sticking out of the cap attached to the reservoir. Customer advised they changed out their infusion set and agreed to return the reservoir for analysis. The insulin pump will not be returned for analysis.